Event description:
It was reported to nova biomedical that a consumer received a "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer reported that they called for emergency medical intervention based on the "hi" reading. When the emts arrived they tested the consumer on their unknown brand of a blood glucose meter getting a result of 598 mg/dl. The emts administered 7.5 cc to the consumer. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range and the meter and test strips were performing as intended. The consumer was advised to contact their hcp as a follow-up. The meter and test strips are not being returned for evaluation. This is being reported as an adverse event under the FDA medwatch regulations.